Event description:
A housekeeper folded the knee section back in order to clean underneath the foot end of the bed. The knee section dropped and hit the person in the back of the head. The housekeeper's head was cut due to this incident. The cut was cleaned and a cream was given for treatment.